Event description:
The customer contacted baxter's service center regarding a use error, which occurred on the homechoice (hc) during use. The caller stated that her sister (care giver (cg)) called her and told her that morning the home patient (hp) had disconnected himself from the hc, but not at transfer set as he was supposed to. He had disconnected himself at the exit site. The cg reconnected it and attempted to manually drain the hp, but nothing came out. The caller wanted to know what to do. She stated that the hp had an appointment with home care to give him a shower. The baxter technical services representative (tsr) explained that she would need to call the hp's registered nurse (rn) because the rn would need to check the patient tubing to ensure that it was connected correctly. The caller understood and would call rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(4) 2012. She stated that she had discussed the incident with the patient. The patient had come in to the clinic and they changed his transfer set out as a preventative measure. There were no adverse effects reported in relation to this event, and the patient was continuing therapy successfully.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The lot number was unknown and the customer continued to use the device, therefore, a batch review and a device evaluation will not be conducted. 510(k) number will not be provided in the emdr because the product is unknown. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the reported use error. The reported problem was confirmed because it was reported that the home patient did not follow proper procedures for disconnecting from the homechoice machine after ending therapy. However, a root cause could not be determined.